Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be further presumed - there was no feedback from the customer after three attempts, and no further information could be obtained regarding the suggested phenomenon. It was further noted that the suggested event did not occur at installation of the device, nor immediately after the previous repair. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, it is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had intermittent image abnormalities. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.